Manufacturer narrative:
The fe performed all reader camera adjustments and now camera reading is 128 within specification. The customer successfully ran and accepted qc. Repairs have returned the instrument to expected operation.

Event description:
The fe discovered that the provue camera setting was out of specification. The log showed the setting to be at 146 which is out of specification. The customer is unable to confirm no erroneous results have been reported due to the length of time the out of specification condition has existed. The fe informed the customer of the out of specification finding. (B)(4).